Event description:
It was reported, the front-actuated grip type s exhibited damaged teflon. The event occurred during a therapeutic colectomy procedure. The procedure was completed with a back-up device. There was no report of harm, injury or death.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.